Manufacturer narrative:
(B)(4). The coil was damaged during the implant procedure. The analysis on this device is pending. (Material puncture).

Event description:
During the implantation procedure, the lead was placed in the patient and then taken out by the physician. When the lead was pulled out it was noticed that the coil on the end was damaged. Therefore, the lead was not implanted.

Manufacturer narrative:
(B)(4). The coil was damaged during the implant procedure. The analysis on this device is pending.

Event description:
During the implantation procedure, the lead was placed in the patient and then taken out by the physician. When the lead was pulled out, it was noticed that the coil on the end was damaged. Therefore, the lead was not implanted.